Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate (B)(6) 2017. Explant date: if explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 17.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. Post-operatively, the patient complained of having irritation and inflammation, which led to being prescribed medications for four days which can be normal post-op. They gave her drops to help with the irritation and inflammation. Reportedly, the medications improved the patient's complaints. Moreover, the patient's vision is improving, no infection, no plan to do any secondary surgery. Additional information from the healthcare provider reports that the patient recently had a follow-up and the chart did notate the patient had signs of irritation and inflammation (some more than others). The patient's vision is improving with no infection and there is no plan to do any secondary surgery. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
The product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Review of the sterilization records shows there were no non conformances with respect to the sterilization process. The product was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.